Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. A1: patient identifier: (B)(6); reported here as the patient identifier exceeded the character limit for the designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the cardiac perforation and pericardial effusion are known inherent risks of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of pericardial effusion and perforation are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device and supporting evidence that came to this conclusion. Based on the information provided, the reported event of cardiac perforation and pericardial effusion are known inherent risk of the farawave device. Cardiac perforation and pericardial effusion are an expected procedural complication addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that during a farapulse procedure, as part of the disrupt af clinical study, while using a farawave catheter with faradrive steerable sheath, the patient experienced cardiac tamponade, cardiac perforation, and pericardial effusion. The physician cancelled the procedure and is uncertain of the cause of the issue. Oral colchicine medication and prolonged hospitalization were required to resolve the event. The patient was discharged from the hospital approximately six days after the procedure. There were no device malfunctions reported. The catheter and sheath were discarded by the hospital and are not expected to return for analysis. It was further reported that the farapulse procedure was completed successfully. Approximately 15 minutes post procedure, transthoracic echocardiogram (tte) documented a pericardial effusion, no tamponade in the anterior space of the heart over the right atrium and right ventricle. The patient remained hospitalized for serial tte imaging and oral colchicine medication. The patient was discharged and remains stable with a resolution of the pericardial effusion documented on imaging. It was further reported that there is no allegation of device performance deficiency against the farawave catheter or faradrive sheath. No resistance was ever felt while maneuvering the catheter or guidewire.

Manufacturer narrative:
Additional information was provided in section b5: describe event or problem, section d4: lot number, expiration date, unique identifier (UDI) number, section f10, section g1: manufacturing site, section h4: device manufacture date, section h6: patient codes: (B)(6) cardiac tamponade was removed. Section h6 impact codes absence of treatment f1001 was removed and replaced with unexpected diagnostic intervention f22 d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. A1: patient identifier: (B)(6) ; reported here as the patient identifier exceeded the character limit for the designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure, as part of the disrupt af clinical study, while using a farawave catheter with faradrive steerable sheath, the patient experienced cardiac tamponade, cardiac perforation, and pericardial effusion. The physician cancelled the procedure and is uncertain of the cause of the issue. Oral colchicine medication and prolonged hospitalization were required to resolve the event. The patient was discharged from the hospital approximately six days after the procedure. There were no device malfunctions reported. The catheter and sheath were discarded by the hospital and are not expected to return for analysis. It was further reported that the farapulse procedure was completed successfully. Approximately 15 minutes post procedure, transthoracic echocardiogram (tte) documented a pericardial effusion, no tamponade in the anterior space of the heart over the right atrium and right ventricle. The patient remained hospitalized for serial tte imaging and oral colchicine medication. The patient was discharged and remains stable with a resolution of the pericardial effusion documented on imaging. It was further reported that there is no allegation of device performance deficiency against the farawave catheter or faradrive sheath. No resistance was ever felt while maneuvering the catheter or guidewire.

Event description:
It was reported that during a farapulse procedure, as part of the disrupt af clinical study, while using a farawave catheter with faradrive steerable sheath, the patient experienced cardiac tamponade, cardiac perforation, and pericardial effusion. The physician cancelled the procedure and is uncertain of the cause of the issue. Oral colchicine medication and prolonged hospitalization were required to resolve the event. The patient was discharged from the hospital approximately six days after the procedure. There were no device malfunctions reported. The catheter and sheath were discarded by the hospital and are not expected to return for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. A1: patient identifier: (B)(6). Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.